Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with diagnostic failure code 550 was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that a failure code 550:320:654:0000, found as an ancillary condition, confirms the customer condition. The root cause of this condition was determined to be a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with failure code 550. It is unknown when this event occurred but was reported to have occurred in the central supply area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.